Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified vessel. A 5.0x40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. There was stenosis left in the lesion, therefore the procedure was complete with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.